Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The delivery device with the stent on the balloon was received and the shaft and stent exhibited kink damage located 2.2 centimeters proximally from the distal tip. Microscopic examination of the material surrounding the kink/stent damage did not reveal any inherent material deficiencies that would have contributed to the kink and or stent damage. The balloon was visually and microscopically exanimated and no defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the shaft kink and stent damage could not be determined.

Event description:
Reportable based on analysis approved 10/9/2007. It was reported that during preparation for an interventional procedure, the device was bent. The 32mm x 2.75mm liberte' monorail stent delivery system was "bent" when the customer opened the package. The device was not used. The procedure was successfully completed with another of the same device. No patient complications were reported. Product analysis revealed stent damage.